Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint of ¿downstream occlusion error occurred while running the volume test¿ could not confirm downstream occlusion error and volume accuracy through uso/dso occlusion test and volume accuracy test. Performed dso/uso sensor calibration. Performed pvt, unit pass all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that a downstream occlusion error occurred while running the volume test. The event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.